Event description:
The user reported that during an interventional procedure the device gauge needle did not move smoothly for inflation of deflation. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device has been returned for eval. The user did not indicate if this was the initial use of the device. The device history record and complaint database could not be reviewed for lot specific info. The user did not provide a lot number. The eval is in process. A f/u report will be submitted when the eval has been completed.